Manufacturer narrative:
After speaking with the initial reporter, (dr. (B)(6), (B)(6). Approved distributor informed artegraft on (B)(4) 2017 that the suspected graft lot number is 16h190-021, which was implanted on (B)(6) 2017. Additional information: a review of the production batch record was performed; no anomalies were identified. All grafts released from product batch 16h190 passed all of the requirements including pressure testing prior to final release to finished goods.

Manufacturer narrative:
The subject artegraft (collagen vascular graft) was not returned to artegraft, inc. For evaluation. A review of the production batch record was performed; no anomalies were identified. All grafts released from product batch 15k277 passed all of the requirements including pressure testing prior to final release to finished goods. Artegraft, inc. Scientific advisor (qualification: m.d., f.a.c.s.) Reviewed the case details and stated that "the extensive nature of the vascular disease was consistent with the patients underlying co- morbidities. The fact that these patients were not immediately amputated is a testament to the skill of the surgeon. I reviewed his operative reports and he did everything humanly possible to preserve the patients lower extremities. I see no indication that there was any deviation from standard protocol in the graft manufacturing process to account for the pseudoaneurysms." The patient had "multiple procedures in very difficult circumstances, so it is impossible to know the etiology of the pseudoaneurysm." Aneurysm is a known issue; artegraft, inc. IFU adverse reaction section states that "true aneurysms have been reported. In view of this, patients with implanted artegrafts should be observed, so that appropriate action can be taken if an aneurysm should occur. This adverse reaction should also be considered when treating conditions in which extended periods of implantation are expected". No confirmed complaint trend was identified related to pseudoaneurysm. All product quality and clinical issues will continue to be monitored within artegraft, inc. Quality systems, quality assurance trending. Device not returned to manufacturer.

Event description:
A vascular surgeon notified artegraft, inc. Vp of sales during a medical conference that he had 2 patients having a description of "the ligature broke off of the side branches which resulted in aneurysm formation in the graft". Follow-up information was provided. This report is specific for patient 2 of 2 (a separate report MDR 2247686-2017-00005 will be filed for patient 1). Artegraft (collagen vascular graft) implanted on (B)(6) 2016 left lower extremity was dissected on (B)(6) 2017, pseudoaneurysm was diagnosed. On (B)(6) 2017 exploration of left leg wound and graft; evacuated hematoma. No artegraft bleeding; the graft was well incorporated in surrounding tissue. The graft was not returned to artegraft, inc. For evaluation as it remains implanted.